Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event was related to pr ogramming/stimulation. The patient's device was reprogrammed on (B)(6) 2015 and the event resolved on that date.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was new onset of thoracic pain. The patient continued to complaints of right shoulder pain that radiates into right arm to hand with complete paralysis and new onset of thoracic pain. The outcome was resolved without sequelae. Interventions included reprogramming. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as due to programming. Relevant medical history included: non-malignant pain, spinal stenosis

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the event was not associated with the primary indication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.